Event description:
It was reported that an inappropriate magnet response was observed on the device. Exposure to a magnetic field is suspected to be the cause, but the source was not identified. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.